Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the implantable pulse generator (ipg) exhibited battery depletion. The implantable pulse generator (ipg) was inactivated and replaced. No patient complications have been reported as a result of this event.